Event description:
The duett sealing device was deployed following an interventional procedure via a 6 fr sheath in the right common femoral artery. An av fistula occurred during the initial puncutre of the vessel, prior ot the duett deployment. Following the duett deployment, the pt experienced pain at the puncture site and a pseudoaneurysm was detected. Treatment consisted of a surgical patch of the pseudoaneurysm. During the pseudoaneurysm treatment the av fistula was also repaired. The treatment was successful and no further complications were reported.